Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the data log revealed a memory bad alignment code. However, a code 1010 was not observed. Analysis could not be determined cause of the code. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that code 1010 was observed on this pacemaker. Technical services (ts) reviewed the reports and explained that the device was encountering random digital logic errors. Ts suggested replacement of the device. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that code 1010 was observed on this pacemaker. Technical services (ts) reviewed the reports and explained that the device was encountering random digital logic errors. Ts suggested replacement of the device. No adverse patient effects were reported.

Event description:
It was reported that code 1010 was observed on this pacemaker. Technical services (ts) reviewed the reports and explained that the device was encountering random digital logic errors. Ts suggested replacement of the device. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported.